Event description:
It was reported that the battery was not working. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "battery not working" alarm message. Functional testing duplicated the message. The investigation found that the battery was not taking a charge as it was dead. The battery was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.